Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow block alarm. The customer¿s blood glucose level was 459 mg/dl at the time of the incident. Customer stated treated high blood glucose with a manual injection. The customer stated removed the infusion set but see no damage. The customer was unable to troubleshoot at the time of the call and unable to determine the cause of the issue. The customer was advised to change entire infusion set as soon as possible. The infusion set will not be returned for analysis.